Event description:
Reporter alleged obtaining the results of 600 mg/dl, 600 mg/dl and 106 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). Review of the device logs revealed a drain volume meeting increased intraperitoneal volumes (iipv) criteria; the user drained 4030 ml on 6/9/10 in cycle 3. During evaluation, the device was found to meet electrical performance specifications, but was determined not to meet the functional performance specification due to the inoperative (contamination) digital pcb assembly. The homechoice machine was working to specifications while in the customer's possession. No issues were identified that may have contributed to the issues of iipv. The assignable cause of the iipv identified via device log review was determined to be insufficient drain due to a use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on 06/09/10 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4030 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.